Event description:
The patient had stents implanted for congenital strictures approximately 3 years ago. The patient had a history of kidney stones and "taking a lot of tums." They presented wtih urinary retention due to calcification of the stent, stone formation within the stent. Lithrotripsy was tried but did not work; the doctor was unable to break up the stone. An open procedure with big dissection for removal of the stents and an urethroplasty was performed.